Event description:
Rn was setting up pulmonary artery monitoring. In preparing set-up, it was noticed that one luer lock was defective and the kit came apart, prior to priming or connection to the patient. No harm to patient.